Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the right monitor. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the right monitor on the 9800 system c-arm is black. There was no report of pt injury.